Manufacturer narrative:
Device used for treatment and not diagnosis. The device was returned and is entering into the complaint system. The investigation is ongoing.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant date reported as (B)(6) 2012. A review of the device history record revealed no complaint related anomalies. A manufacturing and/or product investigation could not be performed as no product was received.

Event description:
In (B)(6) 2012 the patient underwent surgery for a distal left femur fracture. In (B)(6) 2013 the patient heard a snap and followed up with surgeon because she felt something was wrong. An x-ray revealed a broken plate. It was noted the plate broke in the middle of the third hole of the shaft. On (B)(6) 2013 a plate and approximately 11 screws were removed and the patient was revised to the same type of plate and screws without any reported issues. It was reported that both the initial and revision surgeries went fine. This is 1 of 3 reports for the same event.

Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: the product development event evaluation states the following: the plate is made from implant grade stainless steel, a commonly used plate material. None of the screws appear to be damaged. Without a post op x-ray it is not possible to determine if there was a screw in the in 3rd shaft hole or if there was, what screw type it was. Regardless, due to the very high volume of screws sold across all product lines, the controlled design standards to which the screws are manufactured and no evidence to suggest a trend, it is very unlikely that the screw design contributed to the plate failure. There are many factors involved in a broken plate, such as surgical technique, implant strength, patient health and patient compliance. There is not enough information to determine if the design contributed to the device failure. As such, this complaint is indeterminate.

Event description:
This report is #1 of 3 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis various surface scratches present as well as some deeper gouges under hole e and in the first shaft hole. Also there is some discoloration in head hole b, and shaft holes 5, 6, and 10. The plate broke across the third shaft hole. Review of the finished product DHR file and manufacturing evaluation of possibly related features of the surrounding repeat features found no irregularities that would have caused or contributed to this condition. Dimensions that could be measured met specifications.